Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history for this product was not performed because the lot number was not reported and the product was not returned for analysis. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported a proglide device failed after an interventional endo abdominal aortic aneurysm (aaa) and left femoral endarterectomy procedure. The method to achieve hemostasis was not specified. No additional information was provided.